Event description:
I had inguinal hernia surgery in (B)(6) 2006. I was having severe nerve pain in my right leg and hip prior to surgery. After the surgery, the severe pain was gone, but I had numbness and pain directly on the surgical site that was supposed to diminish. It has progressively gotten worse. Now, nearly seven yrs later, the nerve pain is getting severe again. The surgery location hurts and sometimes my leg and toes get weak - mostly after exercise. I cannot stand for long or walk long distances w/o my leg aching and my right side burning. I have tried lyrica which put me to sleep. And now symbalta. I don't like taking this either. I am at a loss about what to do. I am fearful for my senior yrs if this isn't repaired, yet concerned for the ability to actually fix this correctly. I don't know if this is related, but I also have a sensitivity to latex that I did not have before. It seems that no doctor will deal with this, they just want to give me pain medicine.